Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that they met with the patient and their health care provider (hcp) and impedances were measured to be 10,000 ohms on contact 13. The patient was alive with no injury at the time of this report.

Event description:
Additional information received from the representative reported the contact with high impedance was not being used for therapy, no further troubleshooting had been done as other contacts were being used, the issue was noted as resolved, and the consumer was receiving effective therapy.